Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving morphine (20mg/ml at 3mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the healthcare provider (hcp) did a dye study on an unknown date, and was unable to aspirate. The entire catheter was replaced on (B)(6) 2018, patency was confirmed, and the issue was considered resolved. Once removed, the hcp attempted to push saline through the old catheter but couldn't. The representative was unaware of any further details around the procedure and was unaware of any environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-jan-12; the initial reporter was provided.

Manufacturer narrative:
The catheter was returned, and analysis found a kink and a compressed/deformed area on a segment of the catheter (near the anchor). Additionally, a dark residue was identified in the dispensing holes prior to decontamination which resulted in an occlusion during initial patency testing. However, the occlusion broke loose during the decontamination process and passed subsequent patency testing. Continuation of: product ID 8780 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2018 (B)(6) product type catheter (B)(4). If information is provided in the future, a supplemental report will be issued.